Event description:
It was reported that, during a thr surgery, the torque mechanism holding the cup to handle of a r3 offset acetabular shell impactor was releasing upon impaction. Surgery was performed, without any delay, using the same device. Patient was not harmed as consequence of this problem.